Event description:
During an incident, in a foreign country, on an unk date, involving an unk patient, this defibrillator charged to shock during "compression", but did not deliver a shock. It also did not respond during "compression", when the cables were shaken.

Manufacturer narrative:
The returned defibrillator was tested and proper operation for patient treatment was verified. The customer was sent a letter by laerdal medical a.s. Dated 12/1/01 stating that "according to training, dfu and protocol, no compression of shaking of cables must be performed during analysis. Furthermore, nobody must be in contact with the patient when shock is given." Laerdal medical a.s. Reported this incident to the appropriate norwegian authority.